Event description:
A home pt contact baxter's tachnical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of this automated peritoneal dialysis therapy. Per initial report, it is unclear whether the home pt initiated therapy before connecting. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or med intervention was associated with this incident per the home pt's nurse.